Event description:
Customer reported that there "is a big spot in the middle of the meter making it hard to see the reading." He states that due to the inability to read the results he experienced symptoms of blurry vision, frequent urination and stomach cramping. He reports being seen at a local hospital, diagnosed with hyperglycemia and was treated with insulin, IV medication and water. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been received and an investigation is in process. A follow-up will be submitted once results are available.